Event description:
Reportedly the pump was in use for pca therapy with a 60ml syringe filled with 20ml of pain medication. After three hours into the pca therapy, a nurse found 10ml of drug and 10ml of air in the syringe. The syringe was reported to have been loaded properly into the pump and no alarm conditions existed. No pt issues were reported. The hosp notified the police to report suspected "drug diversion".